Event description:
It was reported that when advancing a 2.5 x 33 mm xience prime, the shaft kinked while advancing through the guiding catheter. The kink occurred outside the anatomy. Another stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Quality engineering investigation revealed the device was used after the expiration date.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: note the use-by (expiration) date. Based on the information reviewed, there is no indication of a product deficiency.